Event description:
While performing scheduled maintenance on the device, it was reported by an authorized bench technician that the paddle set for the unit was damaged / worn out. There was no patient involvement.